Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified a fractured flexible sleeve and needle. The device was also returned without the sutures and anchors and was cycled 2 times. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a surgery approximately three (3) weeks ago, the needle of the device fractured after the surgeon deployed the first anchor. As the surgeon turned the handle to reposition the device to deploy the second anchor, the needle was not matching the direction the handle was spinning. After forcefully using a pushing and pulling action, the needle snapped at the curve. The surgeon then removed the device and removed the piece of needle from the patient. X-rays were done which showed no metal left in the knee. No patient harm was reported for the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.